Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging, a versacross connect laac was selected for use. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect and watchman sheath. The tsp was noted to be routine. The system was advanced into the left atrium (la). When the intracardiac ultrasound (ice) catheter was attempted to be advanced into the la, a cardiac perforation was suspected as a large but stable pe was immediately noted. The procedure was aborted. A pericardiocentesis was performed and a pericardial drain was placed. The patient remained stable throughout the event and will be discharged the same day of the attempted index procedure. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this report is being submitted for the update on the initial MDR in block b5 (describe event or problem), in section b - adverse event/product prob. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging, a versacross connect laac was selected for use. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect and watchman sheath. The tsp was noted to be routine. The system was advanced into the left atrium (la). When the intracardiac ultrasound (ice) catheter was attempted to be advanced into the la, a cardiac perforation was suspected as a large but stable pe was immediately noted. The procedure was aborted. A pericardiocentesis was performed and a pericardial drain was placed. The patient remained stable throughout the event and will be discharged the same day of the attempted index procedure. The device is not expected to be returned for analysis. It was further confirmed the transeptal went fine. Effusion was caused by the ice catheter. Activated clotting time (act) was therapeutic. The versacross device was not inside the patient body when perforation occurred. There were no malfunctions or contribution noted from versacross device. The patient was discharged the day after the procedure. The device was discarded.